Event description:
It was reported that the device illuminated the wrench icon. Physio-control evaluated the device and found it unable to provide defibrillation energy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control determined the cause of the failure to be an open high energy storage capacitor. A replacement device was provided to the customer.